Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needs re-evaluation, multi of errors happening; maintenance code 1, electrical test failed code 53, high dry pressure, and unable to auto-fill. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4; d8; d9 return to manufacturer; g2; g3; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) evaluated the unit and installed pressure transducer (d682-00-0076-01) on unit. Fse performed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 14 mar 2025. The failure analysis and testing dept. Received part number 0682-00-0076-01 pressure transducer serial number (B)(6) with a reported unit failure of multiple electrical test fails code 53. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0682-00-0076-01 pressure transducer serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the transducer to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. Code #53 is an electrical test fails code which is a code that will appear on the display on power-up. The fat did not observe code 53 on power-up. The transducer passed testing. Retaining the transducer in the fat dept. Per procedure number 0002-07-d008 rev. At. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needs re-evaluation, multi of errors happening; maintenance code 1, electrical test failed code 53, high dry pressure, and unable to auto-fill. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and installed pressure transducer (d682-00-0076-01) on unit. Fse performed unit checkout. Unit passed all functional and safety tests. Returned unit back to customer. There was no patient involvement.